Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection was performed, and the downstream occlusion (dso) sensor button was chipped. Functional tests were performed. The customer reported issue was unable to be duplicated. The cause of the reported issue was unable to be determined as it was not reproducible. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette was disconnected. There was unknown patient involvement, and no harm/adverse event reported.